Event description:
The complainant stated that the head section was not staying up and slowly going to flat position.

Manufacturer narrative:
The tech isolated the issue to the valve. He replaced the valve to repair the bed.